Manufacturer narrative:
Concomitant product: 694358v lead implanted: (B)(6) 2002.

Event description:
It was reported that there was premature battery depletion with the device. A generator replacement is being considered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.